Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2018 with the following findings: review of the black box data revealed unexplained power on reset events. The battery compartment was confirmed to be cracked with moisture leakage into the battery compartment duplicated on leak testing. Investigation duplicated the complaint. The pump was able to power on and was exercised for 24 hours without any power interruption. Investigation did not duplicate the alleged intermittent power issue. There was no damage, defect or contamination of the pump¿s interior components.